Event description:
Healthcare professional reported left-side rupture confirmed via ultrasound and mammogram. Healthcare professional later additionally reported "baker grade 2" and "ptosis"; "ptosis" is deemed not related to the device. Device was explanted.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. Additional, changed, and/or corrected data: h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left-side rupture confirmed via ultrasound and mammogram. Healthcare professional later additionally reported "baker grade 2" and "ptosis"; "ptosis" is deemed not related to the device. Device was explanted.